Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found haptic broken. Re-hydration process determined lens haptic broken. Unable to perform dimensional inspection. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+2.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. The cause of the event is reported as unknown.